Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently the touchscreen was delayed in responding to presses. Contact stated they have to turn the screen off and back on again for the pump to respond as intended. Customer had elevated blood glucose levels reaching approximately 300 mg/dl and small ketones. Customer delivered a bolus to stabilize blood glucose levels.